Event description:
It was reported that a patient's implantable cardioverter defibrillator exhibited post-paced t wave oversensing. The patient's device was reprogrammed, and the physician will continue to monitor the patient.